Event description:
An MRI was performed because they were wondering if the drug infusion system was functioning correctly. After the MRI, they suspected that it was an increase in the patient¿s cervical stenosis because the patient had some stenosis previously. The patient worked six days in a row which was out of the norm for the patient. They were exhausted after that, and their legs were weak. They came home and went to bed, but they flipped out of bed last wednesday. The patient also fell one to two months prior to the report. The patient¿s spasticity was increased, and their legs got worse to the point of within twenty-four hours of going from walking to not being able to walk at all. The patient thought the onset of symptoms was sudden. The patient was admitted to the hospital yesterday, and they were much weaker at the time of the report. They were looking for a differential. The patient¿s pump was due for a refill tomorrow. The pump contained lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).